Event description:
A customer reported a malfunction on a pump that occurred after the pump was dropped. The customer did not disclose whether their blood glucose levels were affected. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised to contact technical support again if the issue reoccurred and confirmed understanding of the instructions provided.